Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned treatment was being performed when the issue occurred and was completed by using another system. The philips field service engineer (fse) visited system onsite and confirmed that the system was unable to emit x-rays. Upon troubleshooting, the fse identified that the software was corrupted, which affected several internal processes. To resolve the issue, the fse reloaded the suite pc software and restored the configuration backup, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to produce x-rays. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.